Manufacturer narrative:
Additional information: dialysis patient and schedule is unavailable. No information as to when the samples were drawn (pre or post dialysis). Patient medication list: calcium carbonate; omeprazole; darunavir; ritonavir; raltegravir; magnesium oxide; tacrolimus; mycophenolate mofetil; prednisone; sodium bicarbonate; abacavir; dutasteride; calcitriol.

Manufacturer narrative:
The cause for the discordant ipth results is unknown. The instrument is performing within specifications. No further evaluation of the device is required. The customer declined service - no further action taken.

Event description:
Discordant advia centaur ipth results were obtained for a patient sample. The physician questioned the two results. A new sample was tested. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant ipth results.